Manufacturer narrative:
Additional information added for d4, d10, h3device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was getting hot during testing. No patient involvement was reported.

Event description:
It was reported that the device was getting hot during testing. No patient involvement was reported.